Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG and spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit and verified the problem. Corrections included replacement of the unit's main board and fan. Problem was resolved.